Event description:
It was reported that the procedure was to treat the right coronary artery with 90% stenosis. A drug eluting stent was implanted and the 3.5x12 mm nc trek balloon dilatation catheter (bdc) was backloaded ono the guide wire through the guiding catheter when blood was noted inside the inflation device. A leak was suspected in the balloon/shaft so the procedure was completed with another device. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that could contribute to a leak include, but are not limited to, manufacturing, damage during processing of the balloon material, inflation technique, interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction updated device returning from yes to no.